Event description:
It was reported that during a scheduled deep brain stimulation (dbs) elective procedure a high impedance was discovered during functional testing on contacts e1 and e2. Attempts to clear the high impedances was performed, however were unsuccessful. The physician replaced the lead extension with another of the same model as a result additional functional testing revealed the high impedances had resolved and proceeded to complete the procedure. No adverse effects were noted from the high impedance issue. The patient did well post-operatively.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Manufacturer narrative:
The returned vercise lead extension was analyzed and the reported event of high impedance was confirmed. Visual inspection revealed the proximal array was fractured approximately one centimeter from the retention sleeve. The damage to the lead extension was likely a result of stress caused by the skiving tool in manufacturing during removal of the heat shrink causing the cables to kink in the proximal tail, additionally slack in the cables during proximal reflow could also contribute to kinks. Therefore, engineers concluded that the probable cause was manufacturing deficiency.

Event description:
It was reported that during a scheduled deep brain stimulation (dbs) elective procedure a high impedance was discovered during functional testing on contacts e1 and e2. Attempts to clear the high impedances was performed, however were unsuccessful. The physician replaced the lead extension with another of the same model as a result additional functional testing revealed the high impedances had resolved and proceeded to complete the procedure. No adverse effects were noted from the high impedance issue. The patient did well post-operatively.